Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/7/2016: the device was returned to animas and evaluated by product analysis on 09/122016 with the following results. No defect was found. Returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no eaw occurred, the transmitter performs within specifications. , unable to duplicate ¿call service 206¿ complaint.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours. The patient reports a fasting glucose of 502mg/dl, with headache, excessive thirst and shakiness, and impaired kidney functioning. Customer support found no training misuse issues during troubleshooting. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.